Event description:
It was reported that during the (B)(4) (on (B)(6) 2012), patient fell and has a seizure. The seizure and fall resulted in the ¿wires¿ being pulled out. The patient was only trialed for 16 hours, during which she did not have any leakage. It was further stated that the patient had epilepsy, severe migraines, and experienced numerous comas. There was no mention of an increase or worsening of the patient¿s underlying condition. It was noted that the patient was to have a head/brain MRI. Additional information received reported that the patient was still having concerns with her device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead product ID neu_unknown_lead, product type lead. (B)(4).